Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer were hospitalized due to high blood glucose level. Date of hospitalization was unknown. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer stated displacement test was passed. The troubleshooting was not performed. The insulin pump will be returned for analysis.